Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ syringe had loose connection with the needle at the needle hub, resulted in air bubble inside syringe. The following information was provided by the initial reporter: ¿customer reported the replacement cartridges she received from RMA 194397 had the same issue as her previous cartridges ((B)(4)). Customer reports that she is able to continuously remove air from her cartridge. Customer has tried 4 cartridges so far today from lot m 220646 and experienced the same exact issue.¿

Manufacturer narrative:
The manufacturing location for this product is unknown. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ syringe had loose connection with the needle at the needle hub, resulted in air bubble inside syringe. The following information was provided by the initial reporter: "customer reported the replacement cartridges she received from (B)(4) had the same issue as her previous cartridges ((B)(4)). Customer reports that she is able to continuously remove air from her cartridge. Customer has tried 4 cartridges so far today from lot m220646 and experienced the same exact issue.¿